Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 h6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: patient 2 - male patient, ular ¿ staples half came out half didn¿t (100ml-200ml blood loss) ¿ patient now has ileostomy ¿ this also had a contour issue, handle snapped ¿ surgeon: tom bowles (tb) are they using a purse string device or purse string technique utilized? No device, all cases used sutured purse string were all cases gastrectomy or other procedures also? All rectum procedures fast track questions what was the total estimated blood loss (ml)? Was a transfusion required? None of cases required transfusion how was the bleeding addressed? No bleeding what was the pre and postoperative anti-coagulant and pain management protocol? Flotrons, scuds 40mg subcutaneous clexane / pain man local to wounds, oral back up tepentadol as required was the bleeding intraluminal or extraluminal? N/a what is the current patient status? P2 ileostomy. Additional fast track questions: 2. Type of procedures for albany regional? These are normal procedures for albany health campus 3. Use of pursestring or purstring device? No device, all sutured purse string 4. Pre-circular stapling technique? Always uses ethicon manual circular 5. Any crossing of staple lines? Echelon contour used in p2 6. Tension on the anastomosis? None, standard practice to alleviate all tension. Ae standard leak questions: what were the indications for surgery? Cancer what tissue was being anastomosed? Descending colon to rectum what surgical procedure was performed? P2 ular did the patient receive any preoperative chemotherapy or radiation? Had pre-op chemo radiotherapy were there any issues experienced with the device in the initial surgical procedure? Experienced device issues intraop, also addressed intraop what healthcare professional fired the device and what is his/her experience with the device? P2 - another consultant, all surgeons well experienced where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Bottom third of scale p2 did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? Experienced battery issue with first device, second device fired as intended what confirmation was received that the device completed the firing sequence? Green tick appeared on all was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Opened as IFU was there any difficulty removing the device? None to all patients was a complete transection of the white breakaway washer visually confirmed? Yes all were the donuts inspected? If so, please describe. Yes, known issues with donuts were address intraop by over sewing staple line were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Leak test negative was the staple line visualized endoscopically during the initial surgical procedure? No not routinely how many days postoperative did the leak occur?p2 oversewed intraop then back to theatre 2 days later how was the leak identified? Surgically, returned to theatre what was observed at the site of the leak upon reoperation? How was the leak addressed? As per notes above were there any issues experienced with the device in the initial surgical procedure? P2 issues addressed intra-op does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Difficult patient however high number of intraop issues with devices.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. Additional information received: the correct product code for this complaint has been identified as cdh29p.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure there were complications/leaks. Intra-op there was no concerns, donuts were complete. Patient presented back to hospital 2 days post-op with intra-abdominal bleeding. Patient returned to theatre and a 1-2cm portion of the anastomosis was noted to have no formed staples. Anastomosis was over sewn and patient has been okay since.